Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touch screen was cracked and unresponsive. The customer's blood glucose was almost 500 mg/dl. The contact confirmed that the customer had an alternate method of insulin delivery was available.